Manufacturer narrative:
The event occurred from june 07, 2022 to july 04, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in thirty-two (32) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to use. There was no patient involvement. No additional information is available

Manufacturer narrative:
H4: device manufacture date: july 20, 2021 - july 21, 2021. H10: the thirty-two (32) actual samples were received for evaluation. Unaided visual inspection along with magnification was performed with fill port caps removed which observed a white polymeric appearing particle loosely on the interior wall of the fill port appearing of cellulose fiber or fill port material of two (2) samples only. The reported condition was verified in 2 samples; however, not verified in the remaining thirty (30) samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.